Manufacturer narrative:
A ge service rep performed an on site investigation. The emergency stop switch connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system stopped working during a case. No pt injury was reported.